Event description:
It was reported that the patient was trying to figure out when it was due for battery replacement. Per the patient, ¿I know it¿s weakening.¿ he recharged every friday and it was less than half then. If he did not charge every friday, 3-4 days after that it would be dead. He noticed this probably in this last year. No error codes were seen on the patient programmer (pp). There was also a broken external antenna. The implantable neurostimulator recharger (insr) antenna was frayed and he could see the wires. The insr still worked but he was afraid the wires would break. The patient noticed that this had been that way for about a year. No out of box failure was reported. No medical or therapy problem was reported. A replacement was sent to the patient. The device was not returned for analysis.

Manufacturer narrative:
Concomitant products: product ID 37791, serial# unknown, product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).